Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the drainage system was connected to the patient on (B)(6) 2014. According to the report, on the event date it was found by the staff nurse that the 3-way stopcock connected to the transducer was cracked and was leaking. The report states that the patient was not affected by the event and that they were in stable condition.

Manufacturer narrative:
The returned device was patent. However, it did not meet the requirements for leak testing due to cracks on the needleless injection arm of the patient line stopcock. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.